Event description:
The customer received high readings that he was concerned about. When paramedics arrived they gave him insulin based on a 500 mg/dl reading received from his meter. He was transported to the hospital where they received a reading of 112 mg/dl. The testing was done on his finger.